Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed at a split in the catheter. A visual examination of the catheter showed a split between 16 cm and 18.5 cm from the distal end of the device. No portion of the balloon appeared to be missing. The wire guide associated with this device was included in the return of the device. A visual inspection of the wire guide returned showed a kink approximately 5.8 cm from the distal end and a bend 38.4 cm from the proximal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. . Investigation conclusion: a definitive cause for this observation could not be determined because the actual product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device before using it. The instructions for use state: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Damage in the catheter can occur if the device experiences excessive pressure during general handling. In the additional information provided, it was mentioned that the balloon was inflated by the normal saline prior to use and was found to leak. The instructions for use caution the user: "do not pre-inflate the balloon." Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was found to have leaked while preparing for esophageal dilation procedure, prior to being introduced into the endoscope. The procedure was completed with another manufacturer's balloon.